Manufacturer narrative:
Event date: on an unspecified date in (B)(6) 2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater pressure testing was also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that homechoice automated peritoneal dialysis (pd) set with cassette was leaking from an unspecified location. The leak was discovered during cycle one of pd therapy. The patient was connected for therapy at the time of the event. The connections were properly tightened and there were no damages noted on the supplies. When this issue was discovered, the treatment was stopped and a new therapy was started with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.